Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who saw their healthcare provider (hcp); the implantable neurostimulator (ins) and patient programmer (pp) were tested and both were working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the device not working properly/stimulation being off was determined, the patient said they started leaking a little urine in late (B)(6). Around the same time, the patient couldn't help but wonder if the stimulator was not working properly. By mid august, they started having pain around the stimulator and it bothered them when sitting, laying down, walking or even standing. Around the same time, they experienced a sharp pain shooting from their lower leg up into their stimulator with every move they made. Due to the intense pain, they favored their left leg, used a cane, and needed assistance when walking up the stairs. They contacted the manufacturing company on august 22nd saying they thought their stimulator quit working and were sent a new patient programmer (pp). The patient then contacted their healthcare provider (hcp) who tested the device and pp; everything was deemed to be working fine, but it was decided to turn the stimulator off which relieved the shooting pain. The patient can now walk without a cane, bend their knee, walk upstairs without assistance, and ride their exercise bike. A few days ago, the patient became constipated. They think it was "part of their old age, I dealt with it through medications, etc. However when the stimulator was turned off, I immediately started having regular bowel movements." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient didn't think the stimulator was working properly anymore because they had started to leak. Patient was able to sync to their ins and they were seeing program 2, 4.0v, ins off. Patient lowered the amplitude to 1.9 and turned the ins on and set stimulation to 2.2v and confirmed 2.2v was comfortable. Patient reported they had an appointment scheduled in september. No further complications were reported or anticipated.